Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73k1400157 was confirmed with sample. During visual inspection was observed: all components look well assembled, 4 loose clips inside in a bag; open clips (clips in good condition; no broken), orange indicator was received outside the applier; loose in a bag. Failure mode "clip not set straight on jaw" was confirmed with sample received during visual inspection. Functional inspection could not be performed due to sample condition; applier was received without remaining clips to be activated. An analysis of the complaint rate over the last three years was conducted. This analysis shows a decrease in the complaint rate for these devices. During the manufacture of the device, the (B)(4) facility performs a 100% functional testing (2 clips per each applier) as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint defect was confirmed, a definitive root cause was not able to be determined. Other remarks: in addition an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
Alleged event: after the user was not able to apply the clip, he set another clip on the jaw, but it was not set straight. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73k1400157 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after the user was not able to apply the clip, he set another clip on the jaw, but it was not set straight. The patient's condition was reported as fine.